Event description:
It was reported that when using the bd pyxis¿ medbank mini, unable to find the med under add item in patient profile. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 30-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that an item needed to be added to the patient profile. The technical support specialist (tss) informed that the user did not have permission to add the medication to the patient profile. No response was received regarding whether the user had access. Additional information would be added to the record if and when it was received.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, unable to find the med under add item in patient profile. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.